Manufacturer narrative:
The complainant was unable to report lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, a stone was captured with the trapezoid basket in the common bile duct. The physician attempted to crush the stone, however, the stone was unable to be crushed. The physician applied additional pressure in order to detach the tip, however, the tip failed to detach. An alliance handle was then used in conjunction with the basket in an attempt to release the tip, however, the tip failed to detach and the thumb ring of the trapezoid¿ rx basket bent. The handle of the trapezoid¿ rx basket was cut and a sohendra device was attached to the remaining catheter. The physician again attempted to detach the tip but the tip failed to detach. The physician then used a cre balloon to dilate the common bile duct and ampulla to allow removal of the basket with the entrapped stone. The basket with the entrapped stone was then removed successfully manually from the patient . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned device found the that only the proximal end of the device was returned. The thumb ring was found to be deformed and cracked. During the evaluation, the pull wire was exposed when the handle was extended. The pull wire was found broken from the distal end of heat shrink. Due to the condition of the returned device it could not be evaluated with respect to the reported event of tip failed to detach. Therefore the reason for the failure was unable to be determined. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Because the wire basket assembly/ tip was not returned for evaluation, the most probable root cause of "undeterminable" is selected for the complaint. Per the event description, the customer used an alliance handle during the procedure. The alliance handle applies compressive force as evidenced by the cracks and deformation found on the thumb ring. Therefore, the most probable root cause of this failure is operational context since due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and no anomalies were noted. A labeling review was performed and there is not enough information to determine that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, a stone was captured with the trapezoid basket in the common bile duct. The physician attempted to crush the stone, however, the stone was unable to be crushed. The physician applied additional pressure in order to detach the tip, however, the tip failed to detach. An alliance handle was then used in conjunction with the basket in an attempt to release the tip, however, the tip failed to detach and the thumb ring of the trapezoid¿ rx basket bent. The handle of the trapezoid¿ rx basket was cut and a sohendra device was attached to the remaining catheter. The physician again attempted to detach the tip but the tip failed to detach. The physician then used a cre balloon to dilate the common bile duct and ampulla to allow removal of the basket with the entrapped stone. The basket with the entrapped stone was then removed successfully manually from the patient . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.